Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirms hyperglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hyperglycemic event was likely caused by an infusion set failure leading to insufficient insulin delivery. Given the symptoms and vomiting, per the case notes, the user went to the hospital and was not found to be in dka, but did receive ivf due to dehydration. The user was able to resort to an alternate therapy method (insulin injection) in the setting of prolonged hyperglycemia and performed another infusion set change at 9:34am and cgm glucose values responded.

Event description:
On (B)(6) 2024 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a high blood glucose (bg) event resulting in hospitalization. The event occurred on (B)(6) 2024. On (B)(6) 2024 a beta bionics customer care agent followed up with the user about the event. On (B)(6) 2024, the user, who was using the ilet system, reported experiencing high bg levels due to an infusion set issue with a bent cannula. The user was using the convatec inset (23", 6mm) teflon infusion set. After changing the site, the user continued to feel unwell, with symptoms of vomiting and general discomfort. The user administered 10 units of manual insulin, which did not appear to improve their condition. Later that morning, a new infusion set was placed, and the user's bg began to normalize. Concerned they might be entering diabetic ketoacidosis (dka), the user went to the hospital. Hospital staff determined that the user was not in dka but was severely dehydrated. The user received IV fluids for rehydration and was discharged the same day. The user has since reconnected to the ilet system, and bg levels have returned to normal.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.